Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink/continu-flo solution set had a faulty male luer adapter. The issue was further described as, ¿the threading appeared to be melted making it impossible to lock onto the catheter extension set¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: manufacturing lot number was not provided and hence, expiration dates are not available. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.